Manufacturer narrative:
A field service engineer was dispatched on 2/29/2016. The fse replaced cup p/u assy and verified p/u allignments. He also ran daily start up and verified qcs (quality controls) and ran samples to validate. The fse observed customer running patients. The fse reported the instrument is working good. Service completed, no further action required by field service. It was also reported the fse discovered a cup pickup assembly continuing to have intermittent cup chuck home sensor errors. The assembly ultimately jammed with the jaws stuck open. The fse replaced assembly and cable. Cleaned incubators and cleaned waste chute from above and performed requisite alignments. No further action required by field service. The most probable cause of the reported event was a mechanical fault of failure of cup transfer assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported an ongoing cup release issues, error 2263 and 2267 with their aia 1800 analyzer. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.